Event description:
It was reported the single use aspiration needle part of the sheath broke off. The issue occurred during a diagnostic endobronchial ultrasound procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Corrections: b1, b2, b5, e4, h1, h6 updated fields: b2, b5, d9, h2, h10, h11 this supplemental report is being provided to add both additional information and corrected information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that while completing biopsies, a piece of the needle sheath fell apart and fell off into the patient's lung and was retrieved using scope suction.